Manufacturer narrative:
At power up, the transceiver fiber equipment rack communicated with the camera. The camera tracked the instruments with green status. Ran for 24 hours and no issues were observed. Powered down the test setup and allow to cool down over night, repeated the testing from a cold start. After an hour the camera cycled. Looked at the usbview and it had lost communication to the I/o hub. But it reestablished communication and did not reoccur. Performed another cold start and the camera cycled several times after being on for 30 minutes, usbview did not show any issues with the communication. Disconnected and reconnected the usb cable at the transceiver and the cycling stopped and it did not reoccur for the rest of the day. The transceiver was found to have intermittent usb communication which confirmed the reported event. The components were replaced and the system checkout showed that the system was fully functional. Replacing transceiver resolved issue.

Manufacturer narrative:
Patient information provided.

Event description:
A medtronic representative reported that during a cranial procedure after successfully registering the patient and advancing to navigate the camera could no longer track any instruments. The rep cycled the sensor control unit (scu) from the navigation interface unit (niu) and re-launched the application. Camera communication was restored and case proceeded as planned. No negative impact to the patient outcome was reported.

Manufacturer narrative:
Patient information has not been provided. When connected to known good system the passive sensor unit (psu) performed as expected without issue. The event log had not recorded any adverse events. The psu passed an accuracy assesment kit (aak) test at .28mm. No problem was found. When connected to known good system the sensor control unit (scu) performed as expected with no issues tracking the probe or frame. The scu passed all rir testing and will return to service inventory. Analysis of the returned parts found that the alleged report could not be duplicated by medtronic personnel.